Event description:
The clinic reported that a laser vision correction patient presented before 1 week appointment complaining of eye irritation and dry eye in right eye. Increased ats dosage. She had steady improvement thru one month appointment and gel tears added to both eyes at 2 month. At 3 months follow up, (B)(6) 2014 treatment with restasis two times a day in both eyes. Bcva from (B)(6) 2014: right eye pre-op 20/20 -4.25 x -1.25 x 175, left eye pre-op 20/20 -4.25 x -1.25 x 175. Bcva from (B)(6) 2014: right eye post-op 20/20 00 x .00 x 90, left eye post-op 20/20 .25 x .00 x 90. On (B)(6) 2015 patient on restasis for 6 months, will try to discontinue restasis by next appointment in (B)(6) unless symptoms return.

Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.